Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "repeated nodules" requiring surgical intervention is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "repeated nodules" and textured exchange due to concern with the product. Clarification to d6a implant date: 2016 (year only received.)

Event description:
Patient reported "repeated nodules" and textured exchange due to concern with the product. Patient later, reported "harm, did not stop having nodules, causing great concern, and causing serious emotional damage due to the surgical interventions [the patient] has undergone to remove these nodules, constant presence of nodules, several lumps". This record is for the right side. The device remains implanted.